Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/30/2017. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of a voluntary medwatch report (B)(4).

Event description:
It was reported that the patient underwent a laparoscopic umbilical hernia repair procedure on (B)(6) 2017 and the absorbable straps were used. During the procedure, some of tacks slipped off the tissues and did not hold. No further information is available.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.